Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge authorized distributor's field service engineer (fse) evaluated the iabp and was not able to duplicate the reported issue. The fse found that the average vacuum, safety disk leak test and solenoid test were all within specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed ¿low vacuum¿ alarm. The clinical staff reported this issue to the authorized distributor's engineer and the engineer found that the safety disc was installed in (B)(6) 2017 and was working fine. The iabp was swapped with another to continue patient therapy and there were no further alarms. No patient death, serious injury or adverse event was reported.